Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was around 300 mg/dl to 400 mg/dl. The customer treated herself with shots. The customer was advised to change the set. The cannula was not bent. The device will not be returned for analysis.